Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the therapy functionality of the device was verified and the anti-bradycardiatherapy was available. The device was interrogated confirming the clinical observation. The statistics data were empty and the time to eri remained constant by 7y2m. The memory content of the pacemaker was inspected. The inspection showed that the statistic data as well as the time and current counters were not updated by the device. Further analysis revealed that the reed switch worked as expected. The clinical event occurred because the integrated circuit processing statistic data was unable to communicate. Therefore a cu reset of the device was performed. After the reset the device was functioning as expected. The device status was eri, which was triggered on (B)(6) 2016,several months after explantation of the pacemaker. In particular, the pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the clinical observation was confirmed upon receipt of the device, however,the therapy functionality was available. The clinical event resulted from a lack of communication with the integrated circuit processing the statistic data. After a cu reset the pacemaker was functioning as expected and the failure condition could not be reproduced. Therefore, invasive external influences, such as strong electromagnetic fields, should be taken into consideration as possible root-cause for the clinical observation. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - this device was explanted and replaced due to a suspected magnetic switch failure. The device was explanted and returned for analysis. This is all of the information that was provided to us. No adverse patient side effects were reported. Should additional information become available, this event will be updated.